Manufacturer narrative:
(B)(4). Were malformed clips present after the firing? Yes they were misaligned and some did not form at all, they fell out of the jaws whole. Which firing of the device did this event occur on? The first couple. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Some fell from the jaws without forming. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. If so, when? Na did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, fired outside of the patient on drape. It fired fine and they were able to complete the procedure with the same device.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips had a few misfires. We were able to finish the case successfully without any issue. There were no patient consequences. Case completed with the same clip applier. One device was discarded.